Event description:
It was reported that during a ptca treatment procedure the maverick2 monorail balloon would not inflate. The physician noted a leak of contrast media at the distal marker of the balloon. The details regarding lesion being treated are unknown. The patient was asymptomatic during this event. The maverick2 monorail balloon catheter was removed and replaced with another maverick2 monorail balloon catheter to successfully complete the procedure. No patient injuries were reported. Patient status is reported as 'good'.